Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: a crack along the battery compartment extending from the threads to the case seal was observed. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack near the battery compartment that occurred when the battery cap was secured to the pump. The reporter stated that they were unsure if the crack occurred from over tightening the battery cap and that the battery cap was never changed. The user guide recommends changing the battery every six months. The reporter denied any power loss and moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.